Manufacturer narrative:
Qn# (B)(4). The reported complaint that the "balloon got ruptured during the procedure" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the balloon got ruptured during the procedure. Therefore, the user replaced the catheter with a new one. No patient injury was reported". The 2nd catheter was inserted at the same insertion site. The patient status is reported as "fine".

Event description:
It was reported that "the balloon got ruptured during the procedure. Therefore, the user replaced the catheter with a new one. No patient injury was reported". The 2nd catheter was inserted at the same insertion site. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). Section d.4.-unique identifier (UDI)# corrected to (B)(4).

Event description:
It was reported that "the balloon got ruptured during the procedure. Therefore, the user replaced the catheter with a new one. No patient injury was reported". The 2nd catheter was inserted at the same insertion site. The patient status is reported as "fine".